Event description:
It was reported to philips that the device cannot boot up. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the m3535a heartstart mrx monitor/defib indicating that the device cannot be turned on. The event was outside of use and there was no reported patient nor user harm. A philips field service engineer confirmed the fault to be the power board. The power board was replaced and the device was returned to service. The malfunctioned power board is not available to be returned for additional investigation as it's logistics handling code is to scrap defective products. The device is fully operational and remains at the customer's site. No further action is warranted at this time.